Manufacturer narrative:
Event: catheter torn. Visual evaluation of the returned device found that the working length of the device was twisted and the cutting wire was blackened. The catheter was torn/melted at the distal pierce hole. Approximately 8 mm of the cutting wire was displaced from the distal pierce hole due to the melted/torn working length; this condition resulted in the failure of the device to bow. Review and analysis of all available information indicated the most probable root cause for this event was operational context since manipulation/use of the device during the procedure could have caused the failure found. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the indication of the procedure was a stricture (multiple stones) in the bile duct. After the device was positioned at the papilla, when the handle was actuated, the device failed to bow. The handle was actuated several times, but the tip still did not bow. No visible damage was noted to the device. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding: catheter torn.